Manufacturer narrative:
Section e1: (B)(6). The device was returned for evaluation. It was noted that the air supply volume/water supply volume/water removal ability did not meet standard value due to clogging of the nozzle. The bending angle in the up direction and the play of the up/down knob did not meet standard value due to wear of the angle wire. There were scratches noted throughout the device and the control unit had discoloration. The adhesive on the bending section rubber had a chip and the image had a partial dark area due to a scratch on the objective lens. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the evis lucera elite gastrointestinal videoscope had foreign objects in the nozzle. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. G2 "user facility" not marked. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 (two) years since the subject device was manufactured. The legal manufacture reviewed the customer provided the cleaning disinfection and sterilization processes where no obvious deviations from instructions for use were identified. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. The event can be detected and/or prevented by following the instructions for use which state: detection method: gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. Preventive method: gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.